Event description:
Customer reported the pump alarmed for air in the line and upon opening the door to the pump the silicone tubing was leaking. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been received and the eval is pending. A f/u report with failure investigation results will be submitted once the eval has been completed.